Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. The reported patient effect of perforation is listed in the balance guide wire instructions for use as a known patient effect of coronary stenting procedures. The information received in the complaint was obtained through a proactive literature search. Specific model and lot numbers were not available and causality between the documented device usage and the patient effects could not be established. The patient effects listed are consistent with the product risk profile and are therefore expected. The investigation was unable to determine a conclusive cause for the reported material separation, peeled/delaminated, difficult to advance, entrapment, unexpected medical intervention, surgical procedure, and perforation. Additionally, the separated portion of the wire was removed from the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. A conclusive cause for the reported difficulties and patient effect cannot be determined; however, the subsequent treatments appears to be related to the operational context of the procedure. It was reported that the guide wire separated / peeled during use. Factors that may contribute to a separation / peeled core include, but are not limited to, tensile strength, corrosion, excessive force applied to device, interaction with accessory devices, and/or interaction with challenging anatomy. In this case, based on the reported information and because the device was not returned for analysis, a conclusive cause for the reported separation cannot be determined. After the wire separating, it was reported that a balloon was inflated, entrapping the wire against the vessel wall. Additionally, it was stated that the guide catheter has difficulty re-engaging with the wire. It is likely that the separation of the wire contributed to the difficulty during re-engagement. A coronary arteriotomy was performed to remove the wire. The reported patient effect of perforation is listed in the balance guide wire instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. B3: date of event updated from (B)(6) 2021 to (B)(6) 2024. B5: describe event or problem: updated. D4: lot # was corrected from unknown to 0080474. D4: expiration date was added. D4: primary UDI number was corrected from (B)(4). H6: type of investigation code 4109 was added. H10: related report number was added. H11: additional mfg narrative additional manufacturer narrative: revised.

Event description:
Subsequent to the initially filed reports it was noted that this is a duplicate of (B)(6). No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature attachment: article title: attempted retrieval of guidewire fragment using the twisting wire technique causes coronary perfusion". B3: for reporting purposes the date of event/procedure is estimated as 03/19/2024, the date the article was published. D4: the UDI is not known as the part and lot number were not provided. E1: (B)(6).

Event description:
It was reported in a research article that the patient was admitted for elective percutaneous coronary intervention of the left circumflex coronary artery. The 0.014 balance middleweight (bmw) guide wire was advanced to the lesion as an anchor wire to stabilize the 7fr guiding catheter. For chronic total occlusion of the distal left circumflex coronary artery, antegrade recanalization by wire escalation and parallel wire techniques were attempted. The bmw guide wire was found to have spontaneously separated and a lengthy fragment remained in the coronary artery. The guiding catheter was attempted to be re-engaged and then a balloon inflated to trap the piece of wire, but this was unsuccessful after many attempts as the separated piece might have been stuck to the vessel wall. Three non-abbott guide wires were sequentially introduced and then rotated and the fragment of wire became entangled with the wires; however, the wire fragment appeared to move from the ostial rca to the aorta sinus. A snare loop was attempted many times without success. A steerable coronary sinus catheter was also manipulated but this was also unsuccessful. Intravascular ultrasound (ivus) was attempted; however, due to a previously implanted stent the ivus had difficulty advancing. Finally, the ivus catheter was successfully advanced to the distal rca after several high-pressure balloon dilatation procedures. Ivus also showed that the mid-segment of the wire was trapped by the previously deployed stent. It was shown that the broken guidewire had already perforated the adventitia of the proximal rca and the mid segment of the wire was stuck because or the stent. Subsequent coronary computed tomography (CT) showed that the broken piece of wire had penetrated the pericardium. Finally, it was decided to perform a small coronary arteriotomy to remove the wire. This procedure was successful and the patient had an uneventful recovery without signs or complications, as of the 3-month follow-up. Under a scanning electron microscope, there appeared obvious damage to the coating of the distal segment of the broken guidewire, due to twisting the wire during the attempted retrieval; the polymer coating of the proximal end was entirely separated from the metal coil surface, while the surface of the fracture was very flat and smooth. Additional information can be found in the article "attempted retrieval of guidewire fragment using the twisting wire technique causes coronary perfusion".

Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported material separation, peeled/delaminated, difficult to advance, entrapment, unexpected medical intervention, surgical procedure, and perforation. Additionally, the separated portion of the wire was removed from the anatomy. The reported patient effect of perforation is listed in the balance guide wire instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. D1: brand name updated from hi-torque balance middleweight universal to hi-torque balance middleweight universal ii. D4: model # updated from unknown universal bmw to 1009664. D4: catalog # updated from unknown universal bmw to 1009664. D4: primary UDI number updated from unknown to (B)(4). H11: additional manufacturer narrative: revised.